Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device being inoperative was confirmed. Ventec observed that a capacitor, designator c210, on the control board had fused which damaged the pcb lamina under the component as well as several components surrounding the capacitor. Ventec will replace the control board to resolve the reported issue and confirm proper device operation through functional and performance testing. The investigation determined that the root cause of the reported issue was a capacitor, designator c210, on the control board.

Event description:
It was reported to ventec that the device stopped ventilating and that its lcd touchscreen display went black, indicating that the device had lost power and was therefore inoperative. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details were provided. Ventec has reached out to the reporter in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Additional information for supplemental medwatch 001: the reporter, a distributor, responded to ventec's request for additional information about the patient and event. The distributor advised that the patient, a 72 year-old female, survived the reported event and that there was no patient harm as a result of the reported issue. A healthcare professional (nurse) was present and manually ventilated the patient until she could be placed on a backup device for care. Sections a1 (patient identifier), a2 (age), a3 (sex) and a4 (weight) have been updated, accordingly.